Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a device history record review was done and 6 visual inspections were performed on 360 parts with zero defects noted. Cleaning was performed once during the packaging of this batch. Assembly batch 4122903 had 46 visual inspections performed on (B)(4) parts with zero defects noted. Cleaning was performed five times during the assembly of this order. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI#:(B)(4)

Event description:
It was reported that foreign matter was observed in the syringe after drawing medication using the 19 g bd¿ 5 micron filter needle. All supplied components were used. There was no medical intervention or serious injury associated with this event. The cartons, vials, and filter needles were properly disposed of.